Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was residing inside the nozzle at the distal end. There was no damage to the area, where the foreign material was detected. And it was confirmed, that the reprocessing was performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented, by following the instructions for use, which state: IFU states, that detection method in gif/cf/pcf-290 series, operation manual, chapter 3: preparation and inspection. IFU states, that preventive measure in gif/cf/pcf-290 series, reprocessing manual, chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had foreign matter in the tip nozzle and the tip cover. There was no patient involvement in this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.